Event description:
The customer reported that their AED is displaying a service code warning for battery pack discharge amount. Analysis of the log files from the AED showed the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. The customer performed a self-test of the device with a new battery pack, and the AED functioned as designed. The reported event did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed that the battery pack had service code warnings related to the user performing excessive self-tests, which contributed to the battery pack depletion. The maintenance schedule is not known. The customer was advised to remove the battery from service; it will not be returned for further evaluation. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function as designed. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.